Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the black box indicated multiple occlusion alarms had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no occlusions occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display was discolored; the audio bolus button cover was torn but the button remained operable; the battery compartment was cracked; the keypad cover was peeling but all keypad buttons remained responsive; no defects were found with the button contacts when the keypad cover was removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a frequent occlusion issue and that the patient subsequently experienced elevated blood glucose (bg) of 400mg/dl with nausea/"sick feeling". Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting it was determined that the patient was using cartridges and infusion sets appropriately per the instructions for use. During troubleshooting the patient disconnected from the pump and was able to prime without any alarms occurring. The pump was replaced. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.